Event description:
The customer reported the screen does not turn on, and to get it to turn on, it must be struck. There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer reported the screen does not turn on, and to get it to turn on, it must be struck. There was no patient involvement. The device was evaluated by a philips field service engineer. The symptom was verified. The display connector was reseated to resolve the issue.